Event description:
Our anticoagulation clinics began using the hemochron signature elite point-of-care device on july 24, 2006. Prior to this, completion of two large comparison studies with our lab indicated good correlation of the hemochron signature elite with our lab's mtx analyzer. On august 9, 2006, one of our providers noted an inr reading of 0.8 on the hemochron instrument which was not consistent with the pt's prior inr history. A venipuncture sample was obtained and sent to lab. The pt's inr in lab was 5.4. On august 12, 2006 additional reports from providers in our health system indicated further problems with frequent "inr too lo" error readings on their hemochron instruments. Repeat testing with another cartridge usually resulted an inr. Additional lab comparison testing with the hemochron indicated a subset of low inr readings which did not correlate well with our lab, especially in one particular instrument. The hemochron has been temporarily removed at two of our anticoagulation clinics because of the frequency of the low inr errors. Two other anticoagulation clinics in our system have continued to use the hemochron because the frequency of these errors were much lower and appeared to be resolved after the MFR issued replacement cartridges from another lot. The MFR, international technidyne corporation -itc-, was notified of the difficulties we were having with our cartridges. They identified the problem as being a plastic molding error in their manufacturing process, but indicated they were investigating other causes.